Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-84372.

Event description:
It was reported that the insulin pump had a partial blank screen. The caller did not provide the blood glucose reading. The caller had been seated on the insulin pump when the issue occurred, but it was reported that the display did return. The caller confirmed that the insulin pump was working as designed. No significant events leading to the blank display were noted. Advised the customer to monitor the device. Nothing further reported.